Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibiting fluctuating impedances and high stimulation thresholds. The rv lead was surgically abandoned and replaced. The cause of the observations was not conclusively identified. No additional adverse patient effects were reported.